Manufacturer narrative:
Approximate age of device ¿ 1 year and 4 months, 10 days. Manufacturer's investigation and conclusion: the reported crack in the driveline was confirmed through the evaluation of the returned portions of the driveline. Furthermore, review of the submitted log file confirmed the reported pump stoppage events on (B)(6) 2018; however, suspected driveline wire compromise could not be confirmed through the evaluation of the returned portions the driveline. The submitted system controller log file cumulatively contained data from 23-may-2018 at 09:02 to (B)(4) 2018 at 12:40 and captured pump stoppage events on (B)(6) 2018 at 23:32 and on (B)(6) 2018 at 10:42:23. The pump stoppage events only occurred while the system controller was connected to the power module and were associated with low speed advisory, low speed hazard and low flow hazard alarms. Based on the manufacturer¿s previous complaint experience, this pump stoppage event appears consistent with a potential driveline wire compromise; however, the root cause could not be conclusively determined through this evaluation. A distal end driveline replacement was performed on 13-jun-2018 and approximately 6 inches of the distal end portion of the driveline was returned for evaluation. Orange rescue tape covered a portion of the controller connector and distal-end bend relief. The reported crack in the driveline was confirmed upon removal of the rescue tape. Electrical continuity testing was performed on the returned portion of the driveline and did not reveal any discontinuities or shorts. The outer silicone jacket and bionate layers were removed and examination of the metal braided shielding revealed an area of breakdown from approximately 2 inches to 3.5 inches from the controller connector; however, visual examination of the underlying wires under a microscope did not reveal any evidence of mechanical damage or wire insulation breakdown. The driveline was submerged in a saline solution for high-potential testing to further verify the integrity of each wire¿s insulation and this test did not reveal any areas of current leakage. A second distal end driveline replacement was performed on (B)(6) 2018 and approximately 21 inches of the distal end portion of the driveline was returned for evaluation. The repair site from the first distal-end driveline replacement was present approximately 9.5 inches from the controller connector. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Examination of the driveline under a microscope revealed no evidence of mechanical damage or breakdown of the wire insulations. The driveline was submerged in a saline solution for high-potential testing to further verify the integrity of each wire¿s insulation and this test did not reveal any areas of current leakage. The root cause of the pump stoppage events recorded in the submitted system controller log files could not conclusively be determined through the evaluation of the returned portions of the driveline. Analysis of the submitted x-ray images of the internal and external portions of the driveline appeared to show a tight loop on the internal portion of the driveline near the pump housing, which could be a potential area of concern; however, driveline wire compromise could not be conclusively determined based on the submitted these images. The patient remains ongoing on vad support with the device and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient arrived at the clinic for a routine follow-up appointment and reported a "crack in driveline.¿ interrogation of the system controller by the vad coordinator noted a low speed operation / pump off event on (B)(6) 2018. The patient did not recall any alarms and was asymptomatic at the time of the event. The manufacturer's technical services representative reviewed the submitted log file and confirmed the low speed operation / pump off event on (B)(6) 2018. The event appeared to have occurred while the lvad system was connected to the power module. On (B)(6) 2018, the manufacturer's technical service representatives performed a percutaneous lead (driveline) replacement. On (B)(6) 2018, a second driveline replacement was performed due to additional pump speed decelerations and pump stoppages. No additional information was provided.